Event description:
It reported that a foreign white plastic was noted on the wire. A 330cm rotawire was selected for use. During unpacking, a white plastic component was present on the device. The procedure was completed with another rotawire floppy device. No complications were reported.

Event description:
It was reported that a foreign white plastic was noted on the wire. A 330cm rotawire was selected for use. During unpacking, a white plastic component was present on the device. The procedure was completed with another rotawire floppy device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the device was observed in good conditions with no packaging on it.